Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. Information received via user facility med watch report; med watch report:(B)(4). Event: patients undergoing circumcision with a gomco device, same type /named device from both manufacturers. The component parts will fit into each other from different manufacturers but ultimately will not perform the expected function correctly. The mis-match (look alike components) are not marked by the manufacturer and therefore creates mis-identification during assembly. An added patient safety measure would be for each manufacturer to mark their components to prevent assembly of none matching parts. The procedure can be underway with poor performance from gomco. In one case, a patient required intervention of a suture secondary to the poor performing mismatch gomco components. Age at time of event (B)(6) days old. Male unique characteristics: not known.

Manufacturer narrative:
Device was not returned for investigation. Review of complaint information by contract manufacturer was completed. It was determined, based on the available information, that the issue is related to mismatch of components from two different manufacturers. Recall conducted by aesculap, inc. 2916714-10/18/2016-015r.